Event description:
It was reported that, on (B)(6) 2012, the patient was "discharged from home" and started to feel weak. The symptom was described as "no strength to do anything." It was also reported that the patient was diagnosed with depression and was placed on lexapro. The patient experienced severe side effects from the medication including crying, screaming, nervousness and increasing tremor. The patient stopped taking medication and started feeling better within a couple days. The patient indicated that they had 100% tremor control on their right side, but the left side only provided 85% control. The patient felt that "one electrode [is] goes too deep." The patient had an appointment scheduled with their physician for (B)(6) 2012. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that cause of the issue was the right lead placement and a revision may be needed. It was noted that the issue was due to a possible lead migration after surgery. It was further noted that an MRI/x-ray/CT scan was done on (B)(6) 2012 and showed that the right electrode was not in the ideal location. It was also noted that reprogramming on (B)(6) 2012 was unable to gain control of the left side symptoms. There was reportedly no injury to the patient and no hospitalization was required.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# v989563, implanted: 2012 (B)(6), product type lead product ID, 3387s-40 lot# v966673, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).